Manufacturer narrative:
The t:flex pump user guide states: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple auto off alarms occurred in the middle of the night. Reportedly, the user goes long hours without eating and interacting with the pump. The user's blood glucose (bg) level at the time of the report was 205 mg/dl and the user stated that the bg level is not impacted by the auto off alarms. Tandem technical support educated the user on the auto-off safety feature and recommended that user contact their healthcare provider before modifying the setting.